Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance, decreasing impedance and suspected noise/oversensing of noise was noted on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance, decreasing impedance and suspected noise/oversensing of noise resulting in inhibition of pacing was noted on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as aresult of this event.